Event description:
The customer reports that the psi drew up "air" from the catheter to the syringe. The psi was removed.

Manufacturer narrative:
Qn#(B)(4). The customer returned one psi sheath assembly and a non-teleflex swanz-ganz catheter for analysis. The dilator was not returned. Evidence of use was observed in the form of dried blood on the device. Visual analysis of the psi did not reveal any defects or anomalies. After performing functional testing, the hemostasis valve body was opened to analyze the seal. Microscopic examination of the seal did not reveal any defects or anomalies. The outer diameter of the returned 7.5 fr swan-ganz catheter body measured 2.50mm, which indicates that the returned catheter is the appropriate size to be used with the arrow psi sheath. The hemostasis valve was tested for leaks. The psi was attached to the lab leak tester. The distal end of the sheath was occluded, and the assembly was pressurized to 42kpa for 30sec. No leaks were observed at the hemostasis valve. Based on the customer description the side arm was also manually leak tested. The distal end of the side arm was occluded and a lab inventory syringe filled with water was used to pressurize the side arm. No leaks were observed when pressurized. The manufacturing engineer for this device was contacted as part of this complaint investigation. They indicated that this product is 100% leak tested using an automated leak test during manufacturing, prior to release. The customer did not provide a lot number; however, a potential lot was determined based on a sales history review for this customer. A device history record review was performed based on the potential lot, and no relevant findings were identified. The IFU provided with the kit informs the user, "hemostasis valve must be occluded at all times to minimize the risk of air embolism or hemorrhage. If catheter introduction is delayed, or catheter is removed, temporarily cover valve opening with sterile-gloved finger until catheter or obturator is inserted. Use arrow obturator, either included with this product or sold separately, as dummy catheter with hemostasis valve/ side port assembly and sheath. This will ensure that leakage does not occur and inner seal is protected from contamination". The report of a leak could not be confirmed by complaint investigation of the returned sample. Visual analysis of the sheath assembly did not reveal any defects or anomalies, and all relevant dimensional requirements were met. A leak test was performed on the hemostasis valve at 3psi and 6psi and no leaks were observed. A device history record review was performed based on sales history with no relevant findings. Based on the customer report, functional testing, and the comments from manufacturing, no problem could be found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates that the sheath leaked.

Event description:
The customer reports that the psi drew up "air" from the catheter to the syringe. The psi was removed.